Event description:
It was reported that the programmer generated noise on the cath lab monitor screens. It was further reported that it improved when the analyzer cable was disconnected from the programmer, and resolved completely when the electrocardiogram (ECG) cable was removed from the programmer. It was noted that there were no signals through the analyzer when connected to the lead, even using two different cables. Both the programmer and the analyzer were returned for service. Though this did occur during a surgical procedure, follow-up verified that no patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: during analysis noise occurred on the display screen with the analyzer turned on and cables connected, and the link electronic module board on the programmer was replaced to repair. Analysis was unable to verify a loss of analyzer output using either the test station electrocardiogram cable or the cable that was sent with the device.

Event description:
It was reported that the programmer generated noise on the cath lab monitor screens. It was further reported that it improved when the analyzer cable was disconnected from the programmer, and resolved completely when the electrocardiogram (ECG) cable was removed from the programmer. It was noted that there were no signals through the analyzer when connected to the lead, even using two different cables. Both the programmer and the analyzer were returned for service. Though this did occur during a surgical procedure, follow-up verified that no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2090, programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.